Event description:
It was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause of the reported problem to be a failed digital pcb assembly. Add'l testing was not able to conclusively determine further cause of the failure. A replacement device was provided to the customer.